Event description:
Customer called to report that the insulin pump has several cracks in it. It was reported that insulin pump has been exposed to moisture damage. Customer stated that there is moisture in the reservoir chamber. Upon reviewing the insulin pump's alarm history, customer found no delivery and low reservoir alarms. Customer's blood glucose reading was 600 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.